Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no electrode on the sensor after removing it. The blood glucose value of the customer was unknown. The product will not return for analysis.